Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, an abnormal sound was made due to damage on upward/downward knob, upward/downward knob did not move smoothly due to damage, adhesive on bending section cover had a chip and a crack, no air was fed due to clogged nozzle, upward/downward knob had a scratch, forceps elevator knob had a scratch, forceps elevator lever had a scratch, adhesive around objective and light guide lens was peeled, light guide lens had discoloration, plastic distal end cover had a scratch, connecting tube had a scratch, scope connector cover had a scratch, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, flexibility adjustment ring had a scratch, grip had a scratch, switch box had a scratch, upward/downward and right/left knob had a scratch, and there was a lack of image on the monitor due to dirt on objective lens. It is unknown if the device was cleaned, disinfected, and sterilized before it was sent in for repair, if there were any delays in the start of the pre-cleaning, and if there were any abnormalities in the accessories used for reprocessing. It is also unknown if the air/water nozzle was flushed with air and water, if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and if the air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a poor water supply. The issue was found during preparation before use inspection for an unspecified procedure. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual for gif/cf/pcf-290 series, chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual for gif/cf/pcf-290 series, chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.